Event description:
The customer reports the device has therapy knob failure and also reported is and the device has a red x error and ECG lead failure ((B)(4)). There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reports the device has therapy knob failure and also reported is and the device has a red x error and ECG lead failure ((B)(4)). There was no reported pt involvement. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.